Manufacturer narrative:
(B)(4). Sperling et al. ¿comprehensive srs'' journal article draft manuscript. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in a journal article that three (3) shoulders underwent shoulder arthroplasty revisions due to loosening of the humeral component. No further adverse consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being filed to correct information. Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and health issues and is not related to a product issue.